Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating reservoir revision. Care must be taken when closing incisions to ensure that reservoir components are not cut or nicked by suturing needles¿. It is also stated that ¿low tear strength is a characteristic of most silicone elastomer materials¿. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the csf reservoir was primed during preoperative preparation, air bubbles appeared from the reservoir. According to the report, another reservoir was used for the operation, and the operation was completed with no delay or adverse effect to the patient. The report stated that the device was discarded by the hospital.